Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6; h11. Event is no longer reportable as through diligence and investigation it was determined that the handpiece was fractured and is not related to a sentinel event. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device broke while being placed onto the knee during a procedure.further diligence received indicates that the handpiece fractured and not the tip. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign : poland. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product fractured while putting it in to the knee. Attempts have been made and additional information on the reported event is unavailable at this time.